Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to damage to the image sensor unit or failure of mounted components on the electrical board due to stress. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the distal end section was worn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being sent to as a correction for the g2 and h2 fields. For the g2 and h2 fields.

Event description:
No additional information received from customer.